Event description:
Litigation papers allege that since the surgical implantation of the asr system, the patient has experienced pain and discomfort in his hip. It is also alleged, that the patient has suffered permanent injuries as a result of the implantation of asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Plaintiffs¿ counsel advised on (B)(6) 2014 that the following plaintiffs did not receive an asr implant. Plaintiffs¿ counsel plans to dismiss the cases. Once the dismissals are filed, we will forward them to your attention.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).